Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils and a lantern delivery microcatheter (lantern). The physician placed the first coil in the target location. While advancing the second ruby coil, the lantern kicked back out of the target vessel. The physician decided to retract the ruby coil into the lantern; however, resistance was encountered before full retraction was achieved. The physician then removed both the lantern and ruby coil together, at which point it was observed that the ruby coil had unintentionally detached. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.